Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 462280004. There was no patient harm reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted corrosion. The real time clock battery was replaced to address the issue. The device then passed all functional tests.the service history review had no indication that the complaint was related to a service of the device within the review period.